Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 30mg/ml at 0.500mg, baclofen, and bupivacaine via an implantable pump. The patient reported that they had an MRI last night and the pump" got very hot" and was "burning them". The patient stated they "were on fire and had to get cold compressions all over to cool the pump down." The patient mentioned it "looked like it burned their skin." The patient was in the hospital at the time of the MRI and was not able to have the pump interrogated after the MRI by their managing physician. The patient confirmed reason for MRI was not related to issues with device/therapy and stated they were in the MRI machine for "less than 10 minutes". Additional information received from the healthcare provider via the company representative reported that the MRI could not be completed due to pump feeling hot and skin redness/irritation. Per the patient, during MRI pump started to feel like it was burning and asked imaging tech to stop MRI, and noticed her skin was red. The environm ental, external or patient factors that may have led or contributed to the issue was MRI. The diagnostics and troubleshooting performed was the pump was interrogated. The report shows normal MRI stall alert occurred (B)(6) 2024 @ 7:27pm followed by pump motor stall re covery (B)(6) 2024 @ 7:58pm. The company representative spoke with imaging department, notes showed patient was in a closed bore 1.5t MRI for under 30 minutes when patient reported issue and asked to stop imaging. No actions or interventions were taken at this time. It was unknown if the issue was resolved at it was noted that the healthcare provider would not have any further information regarding the event.